Event description:
It was reported that the patient was unable to remove the luer connector from the ilet, attempted to pry it off, and the connector broke at the ilet before the patient¿s spouse removed the connector and remaining pieces; connector lot 30939 was provided. Symptoms included elevated blood glucose to a reported high of 250 mg/dl for approximately 45 minutes to 1 hour, with no ketone testing, no backup therapy, no medical intervention, and no other assistance. Outcomes included temporary hyperglycemia without injury or clinical sequelae. Investigation included troubleshooting and education, with no device alerts or alarms reported. Investigation of this case revealed a connection and disconnection difficulty with the luer connector associated with a damaged or broken connector at the ilet interface, consistent with a component connection problem of the connector. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.